Event description:
It was reported a 6f angio-seal sts plus device was used to seal the right femoral arteriotomy post diagnostic cardiac catheterization. Difficulties during deployment were encountered as the physician stated the tamping process went further down than normal. Hemostasis was not achieved; a hematoma formed and manual compression was applied followed by a femostop device. Twenty minutes later hemostasis was achieved. Bruising occurred at the site but the pt was discharged the next day. One week later the pt underwent a planned angioplasty for coronary artery disease via the left femoral artery. The pt was discharged home. Several days later the pt experienced pain in the right leg when walking. Three weeks later an abdominal and bilateral femoral angiogram was performed and revealed thrombosis in the right femoral artery. The pt was discharged home being told the thrombus would dissolve. The pt continued to experience pain with walking and 16 days later an angioplasty of the right femoral artery at the site of the thrombosis was performed. The pt was reportedly recovering.